Event description:
The initial reporter stated that the "drug was not running through the set". Mmdg made multiple attempts to follow up with the initial reporter, but no other information was made available. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and found no non-conformances. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the "drug was not running through the set". Mmdg made multiple attempts to follow up with the initial reporter, but no other information was made available. (B)(4).